Manufacturer narrative:
Product analysis the device was returned with the thumbswitch in the ¿on¿ position, a visual inspection found the that the cutter was detached from the driveshaft medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a fibrous plaque lesion in the left mid superficial femoral artery using the atherectomy th plus 7f ext tip, there was a delay in surgery of five minutes due to the product not properly engaging the opposite side of the vessel and the jog not working properly. The artery diameter was 6mm. A 7fr non-medtronic sheath and a spider filter wire for embolic protection were used. The vessel was not pre-dilated but was post-dilated. The device was safely removed and the procedure was completed using a new hawkone lx atherectomy device. No patient complications have been reported as a result of this event. When the device was returned for evaluation it was noted that the cutter was detached.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.